Event description:
I noticed gradual hardening and rippling of my inamed/mcghan/natrelle breast implants (placed (B)(6) 2007) . On (B)(6) 2020, I noticed a lump on my left breast that had not been there before. I went to the dr, had a mammogram- which showed nothing, had an ultrasound- they deemed it hypoechoic and deemed I needed an ultrasound-wire-guided lumpectomy. I had surgery 4 days later, and the surgeon couldn't explain where the lump came from or what it was, but my white blood cell count had started to climb and he said the best thing to do was have it removed and send it to the lab. My implants remained intact, so we left them in. During the next 3 years, I had unexplained discomfort, pain, redness, and swelling- which my doctor thought was fibrocystic breast disease. I scheduled to have an explant of the saline inamed/allergan-natrelle 68-360 (serial numbers (B)(6) on (B)(6) 2024. My surgeon confirmed capsular contraction had occurred. This implant should be on the recall list, if it isn't already. This company should have had to pay for my explant/mastopexy revision/surgery fees because insurance would not cover either of them. I paid around $11k for the initial surgery, then $9k to have them removed. Hecc: (B)(4) dpc: (B)(4). Reference report: mw5187884.